Event description:
It was reported that prior to an impala device implant procedure, pre-close placement of the sutures was attempted of a 6-french sized moderately calcified common femoral artery using perclose proglide devices. After uneventful suture deployment of the first proglide device, an attempt was made to deploy a second proglide device. Reportedly, after suture deployment, when the device was removed, half of the device remained in the vessel. The remaining portion was removed with a snare. The physician did not encounter any resistance during insertion or during device removal. The suture from the first proglide device was removed, the access site was upsized to a 12-french, and after conclusion of the impala device implant procedure, hemostasis was achieved with manual arterial compression. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device breakage was confirmed as indicated by a broken guide at the distal end of the guide tube. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency although there was no reported difficulty inserting the device this type of damage is consistent with advancement of the device against resistance. The perclose proglide device instructions for use states do not advance the device against resistance until the cause of that resistance had been determined. Excessive force used to advance or torque the device should be avoided, as this may lead to significant vessel damage and/or breakage of the device.